Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2020 and started to itch within one day. On (B)(6) 2020 the sensor fell off in the shower and there was a rash at the insertion site. The patient was seen on (B)(6) 2020 by a physician who performed a wound culture. On (B)(6) 2020, the patient¿s mother was notified that the lab results confirmed (B)(6) infection. No specific treatment information was provided, although the mother mentioned having to get medicine to treat the skin. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the patient¿s mother on (B)(6) 2020. She stated that the patient was treated with two rounds of antibiotics. Additional information was received from the patient on (B)(6) 2020. The inserted into his arm, which is off label usage of the device. After approximately 4 days, it started itching and the adhesive fell off. The rash was in the shape of the adhesive and was oozing. On (B)(6) 2020, he went to his primary care physician, who was unsure if the skin was infected, swabbed the skin, and started him on a 7-day course of oral clindamycin and topical mupirocin. Four days later he was notified that the culture showed mrsa (methicillin-resistant staphylococcus aureus). The antibiotics were extended to 10 days, at which time he had a telemedicine visit. The rash was no longer oozing, looked better, but had not completely resolved so the antibiotics were continued another 10 days. No additional patient or event information is available.